Manufacturer narrative:
This follow-up medwatch is submitted to send the result of the investigation for this complaint. Additional information was received on may, 24th 2018: reporter don't remember if: the surgery was delayed. Disc space was under distraction. Surgeon encountered resistance. According to reporter, surgical technique was followed while loading the device on inserter, no rotational move was done, the teeth must have been in vertebrae. The review of the device history records did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. From information provided, based on the product history records, and the recurrence of this type of event for this implant, it is assessed that the event could be due to mishandling when inserting the prosthesis into disc space. It points out that the surgeon probably did not follow the instructions mentioned in the surgical technique. As indicated in st : "during and after insertion, avoid lateral and rotational movements of the implant-to-peek cartridge assembly." However, for the lack of information provided by reporter this hypothesis could not be validated, the cause for the event cannot be determined. The cause for the device disassembly is unknown. The description received did not allow to understand perfectly if the surgical steps were followed or not. The investigation found no evidence to indicate a device issue. Root cause is unknown.

Manufacturer narrative:
Discarded at hospital.

Event description:
Mobi-c p&f us: disassembly. Dr (B)(6) applied implant to the inserter. Upon insertion to patient, the implant disassembled (fell apart).